Manufacturer narrative:
(B)(6) 2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Almost choked [choking sensation] . The head broke off and a piece with it - oral-b [device breakage] . Case narrative: consumer via e-mail reported that while they were brushing their teeth, the oral-b toothbrush head broke off and a piece with it causing them to almost choke on the small broken piece. No serious injury was reported. (B)(6) 2024 case update from information initially received on 11-jun-2024: the suspect product lot number was 240. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Almost choked [choking sensation] the head broke off and a piece with it - oral-b [device breakage] case narrative: consumer via e-mail reported that while they were brushing their teeth, the oral-b toothbrush head broke off and a piece with it causing them to almost choke on the small broken piece. No serious injury was reported.